Manufacturer narrative:
One cadd administration set was returned for analysis. Leak testing on the sample received were performed using hydrostat vessel. A leak was observed fleeing from the air vent of the filter. The reported issue was verified. A CAPA was initiated in order to perform a complete root cause analysis of this failure mode.

Event description:
Information was received indicating that a smiths cadd® extension set leaked at the filter during administration. There was no reported injury to the patient.